Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), with vtbi (volume to be infused) of 2500ml, for a duration of 12 hours, with a rate of 208ml/hr and the delivery was started. No further programming parameters were provided. On an unspecified date and time, the homecare patient reported the device alarmed empty container; however, "the patient estimated a quarter of the infusion was left in the bag." The customer contact indicated the patient stated that this same event had happened several unspecified times before the user facility was notified. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the physician was not notified. The customer contact stated there was no change in the patient status. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.93ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). The device history was downloaded at the service center. A review of the most recent programming indicates on (B)(6) 2010 between 2339 and 2340, the device was programmed in the tpn without taper mode, to deliver a tpn volume of 2570ml, tpn total time of 12 hours, a 2570ml container volume, and the infusion was started. A new date stamp of (B)(6) 2010 occurred. At 1139, an empty container alarm and end of infusion alarm occurred, the silence key was pressed and the infusion was stopped. At 1140, the device is powered off. Review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).